Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received a spanish software anomaly alarm. Caller was advised that this alarm was normal behavior during normal use. Caller reported that insulin pump received this alarm three times in one month. Caller also reported that insulin pump received a no delivery alarm. Troubleshooting could not be performed as customer was not available with insulin pump. Customer's blood glucose was 300 mg/dl. The product was not returned for analysis.